Event description:
It was reported that the patient with this neurostimulator was admitted to the hospital with a fever and diagnosed with acute cystitis. The patient was treated for a urinary tract infection (uti) and prescribed antibiotics. Following treatment, the patient was discharged. No further patient complications were reported.

Manufacturer narrative:
Additional product code: qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional product code: qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was admitted to the hospital with a fever and diagnosed with acute cystitis. The patient was treated for a urinary tract infection (uti) and prescribed antibiotics. Following treatment, the patient was discharged. No further patient complications were reported.

Manufacturer narrative:
Additional product code: qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was admitted to the hospital with a fever and diagnosed with acute cystitis. The patient was treated for a urinary tract infection (uti) and prescribed antibiotics. Following treatment, the patient was discharged. No further patient complications were reported.

Event description:
It was reported that the patient with this neurostimulator was admitted to the hospital with a fever and diagnosed with acute cystitis. The patient was treated for a urinary tract infection (uti) and prescribed antibiotics. Following treatment, the patient was discharged. No further patient complications were reported.

Manufacturer narrative:
Additional product code: qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.